Event description:
Caller stated the relion prime meter is giving variable readings. She got readings this morning of 42 then 256 within 4 minutes. Technique and storage are good. I tried to get more information for FDA but she didn't want to cooperate she said it was none of my business and if FDA wanted to know anything she could give her a call. She felt I did not want to help. I told her I would replace meter and strips, but she will need to send other meter back and she said "no." Did request meter back four times and she said "no" each time. Explained we won't be able to replace meter at this time and that I would have my supervisor review the call so she can make a decision. Controls used were in range.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.